Event description:
Customer's wife contacted co representative via email to say that her husband had been admitted to the hosp due to high blood glucose (bg) levels. In a follow up call with the customer's wife, she stated that the pod her husband was wearing, was not immediately deactivated and removed when he was admitted. The hosp staff started an IV saline infusion and removed the active pod four hours later when his bg had come down from 605 mg/dl to 510 mg/dl. No further info available.

Manufacturer narrative:
The device involved will not be returned to the MFR for eval. We are unable to confirm any product malfunction. No conclusion can be reached at this time. The product user guide instructs the user to check their blood glucose levels frequently, so that they can notice and react quickly and appropriately to any issues. It also suggests that the pt always carry extra supplies in case of emergency.